Manufacturer narrative:
The user reported signal loss. The reported issue was investigated .the reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibilty issue was reported with the abbott diabetes care (adc) device in use with a motorola g13 phone with android operating system version 3.6.0. Due to the reported issue, the customer received a "signal loss" and was unable to obtain readings. The customer experienced unspecified symptoms of hypoglycemia and went to a hospital. The customer had contact with a healthcare professional (hcp) and was provided unspecified treatment. It was indicated that the customer was hospitalized for one day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with a motorola g13 phone with android operating system version 3.6.0. Due to the reported issue, the customer received a "signal loss" and was unable to obtain readings. The customer experienced unspecified symptoms of hypoglycemia and went to a hospital. The customer had contact with a healthcare professional (hcp) and was provided unspecified treatment. It was indicated that the customer was hospitalized for one day. There was no report of death or permanent impairment associated with this event.